Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 12.2 mmol/l. The customer stated that he tried a battery change, but this did not help. He reported that he had been golfing, and it had been raining, but that the insulin pump had not gotten wet. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.